Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, pseudoaneurysm of the ventricle and hematoma are known potential adverse events associated with the transapical transcatheter aortic valve replacement procedure and may require intervention. The transapical (ta) access is performed over an anterolateral intercostal incision, puncturing the left ventricle at the apex cordis. Sufficient myocardial thickness and frailty must be considered. Patients who need these ta access procedures tend to be elderly and frail, with multiple comorbidities and fragile myocardium. According to literature review, the most frequent acute access site complications in ta access are bleeding from the apical puncture site and myocardial tears requiring further surgical repair. Pseudoaneurysm is rare but well-recognized complication of the transapical tavr procedure in this elderly population with multiple co-morbidities. A pseudoaneurysm is a collection of blood that forms between the two outer layers of an artery or cardiac tissue. A left ventricular (lv) pseudoaneurysm is formed if a myocardial tear/access site bleeding is contained by pericardium, organizing thrombus, and hematoma. Bleeding, myocardial infarction, and localized tissue weakness can all predispose these patients to the formation of lv apical pseudoaneurysms. Edwards has reviewed many reports, including screening data records and source documentation of ventricular complications and has found that the root cause is typically related to a combination of sheath insertion angle, sheath shaft diameter and post closure bleeding. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing transapical complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including suture techniques of the access site. It also notes that improper imaging angles and mitral valve entanglement may limit or prevent transapical passage of the devices. The IFU contraindicates patients with adverse vascular and/or ventricular characteristics that would preclude safe placement of sheath. Pre-procedure screening and assessment of the cardiac apex and left ventricle will enable the clinician to determine if the sapien 3 valve can be delivered in a transapical or retrograde approach. The operators are trained to locate the access vessels and/or ventricular apex taking cardiac position and extensive cardiac fat into account. The physician training manual also lists techniques for optimal arterial and/or apex exposure. Despite the best screening tools, a small percentage of patients will have vascular and/or ventricular anatomy where transapical approach is not possible or where increased resistance is encountered during insertion of devices. In addition, significant anatomical variations, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the japanese tavi registry, post transapical tavr procedure with a 29mm sapien 3 valve, the patient experienced significant wound pain and was unable to maintain bedrest. The patient complained of chest distress and feeling cold. An echocardiography and chest x-ray revealed a hematoma at the access site. The chest was opened, and hematoma evacuation was performed. On postoperative day 1, the outcome was indicated as "resolved".